Manufacturer narrative:
Device label code for f10. Position 1: 1701. A clear hemostasis valve was returned for evaluation. No blood was noted on the exterior of the valve. Visual examination revealed that the valve cap and body were not interlocked allowing the two pieces to be misaligned. No cracks were noted in the device. Laboratory examination of the returned produce did verify the reported problem. The appropriate personnel at datascope have been made aware of the problem and steps have been taken to remedy the situation.

Event description:
The clear hemostasis valve was removed. Event complications: none from the event- reported 11/22/96. Pt's current status: unk - rpt's 11/22/96.